Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. The patient noted difficulty sending reports through their merlin transmitter. Attempts to pair the implantable cardioverter defibrillator and transmitter were unsuccessful. It was noted that the device's radio frequency telemetry was not working. Further review of session records revealed that an internal radio frequency internal error was detected. A device download was performed to restore the device. Patient was stable.